Event description:
Pt was at library, instead of going through magnetic field, pt walked around it, but still got shocked severely. It shut pt's stimulators off temporarily, this same thing happened before. Pt reports that wasn't aware that electronic surveillance system problems were to be reported. Pt states pt did not have to seek medical attention for these events.